Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that was changing her set out and was going to prime it and the cap you screw onto reservoir, the cord slid out and was not attached where tubing/reservoir connect. Her blood glucose level was 220 mg/dl at the time of incident. The patient did not insert the set as it came detached while priming the new set and the pump was in her lap while she was priming. Reportedly, the infusions were stored in the kitchen cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. In the investigation it was found that the tubing was detached from the tubing connector (missing glue). No further information available.